Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string catch on the vaginal wall upon removal of the tampon. She stated string does not seem to be even for removal. She was able to manually remove the tampon.